Event description:
It was reported that the patient was admitted to the hospital for syncope. It was also reported that the right ventricular [rv] lead had loss of capture and low capture threshold. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.